Event description:
It was reported that insulin dosing on the ilet stopped and attempts to replace insulin led to restart 39 and restart 63 alerts; after a device restart, a rewind attempt resulted in an ¿unable to proceed¿ alert, consistent with a malfunction involving tactile prompts/feedback and implicating the vibrator component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed signal loss associated with tactile prompts/feedback and involvement of the vibrator component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.